Event description:
Received info that alleges the temperature of the customer's pump fluctuates regardless if it is plugged into a power source. Reportedly, there were no alerts or alarms received. The customer's blood glucose level was elevated,

Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.